Manufacturer narrative:
(B)(6) 2019. 06jan2020.

Event description:
It was reported that the unit had touch panel failure. There was no patient involvement.

Manufacturer narrative:
G4: 31jul2020 b4: (B)(6)2020 failure analysis on the returned touchscreen shows that the returned touchscreen was install into known good ventilator and boot into service mode. Perform touchscreen calibration procedure. After running calibration procedure, boot into normal operation and verify basic functionality of on screen touch buttons. Customer complaint cannot be verified. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jan2020. B4: (B)(6) 2020. The customer reported that the ventilator has touch panel failure and power off manipulation is not operable. Also found backup alarm test failed error in the log. The service technician was able to verified the reported touch screen and also backup alarm test error code in the log. The customer reported that the unit was not in use on patient. The service technician replaced the touch screen to address the reported problem. The cpu board was also replaced to address the error in the log. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had touch panel failure. There was no patient involvement